Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 36 mg/dl. The customer treated their blood glucose with food. Customer reported experiencing low blood glucose for the past week. Customer's current blood glucose was 84 mg/dl. Troubleshooting found the bolus and basal settings on the insulin pump were correct. The insulin pump also passed a displacement test. It was also found the customer had a delivery anomaly. The customer was administered a 2.8 unit bolus that was not programmed. Customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.